Event description:
While attempting to use the "varian truebeam" linear accelerator, the machine would not allow staff to take cone beam cat scans or kv images for patient positioning. Staff called varian, who sent a tech, who found out the problem was a high voltage line between the x-ray generator and the x-ray tube. The line was replaced, but approximately 8 patients needed to have their imaging delayed by approximately 24 hours, delaying care. Manufacturer response for radiotherapy linear accelerator, truebeam (per site reporter). Techs were sent out to fix the problem, but still caused a delay in care for numerous patients.